Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the pt stimulation trial, intervention surgery was performed because of a lead migration. During the revision it was found that the titanium body had separated from the silicon part of the clip. The lead tip had moved cranial until t6 and was pulled back to t10. The lead was not replaced as stimulation was still functional. The anchor was replaced. The stimulation screening process was ongoing and the pt experienced good pain relief.